Event description:
During prep of the ablation catheter the catheter would not return to neutral. The catheter was removed and replaced with out issue. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).